Manufacturer narrative:
One medfusion 3500 pump was returned for analysis and the top case was chipped and cracked. An occlusion test was performed, and the issue was confirmed. The technician replaced the clutch half's left and right and that cleared up the problem. The battery and the case were also replaced.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump alarmed for a check plunger lever. There was no patient involved.